Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 87-year-old male was admitted with a myocardial infarction. During percutaneous coronary intervention, the patient suffered a cardiac arrest requiring resuscitation. An impella cp was placed emergently and the patient was stabilized over several days before a second percutaneous coronary intervention could be carried out. Following the second percutaneous coronary intervention, the patient suffered another cardiac arrest requiring resuscitation. Also, a retroperitoneal bleed was diagnosed. Intermittently, the patient developed a fever of unknown origin that resolved without residual effects. After five days of support, the patient was successfully weaned and the pump was removed.

Manufacturer narrative:
D4 added primary UDI number as it was omitted from the previous submitted reports.

Manufacturer narrative:
The root cause of the injuries could not be determined due to insufficient clinical details.

Manufacturer narrative:
A4 added weight as it was omitted from the initial report that was submitted.